Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (lot: unknown); product ID nv unk pipeline (); g2: citation: authors: qi, p., tong, x., liang, x., xue, x., wu, z., feng, x., zhang, m., jiang, z., wang, d., & liu, a.. Flow diversion for posterior circulation aneurysms: a multicenter retrospective study. Therapeutic advances in neurological disorders 16 :1-14 2023. Doi:10.1177/17562864231176187 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Qi p, tong x, liang x, et al. Flow diversion for posterior circulation aneurysms: a multicenter retrospective study. Therapeutic advances in neurological disorders. 2023;16:1-14. Doi:10.1177/17562864231176187. Medtronic literature review found a report of patient complications in association with pipeline embolization device (ped). The purpose of this article was to investigate the effects of flow diverter (fd) treatment and analyze differences among different application methods or aneurysm types in posterior circulation (pc) aneurysms. Patients with pc aneurysms were treated with a ped or tubridge embolization device (ted). The study included 248 patients with 252 aneurysms. Among these 252 aneurysm cases, 66 (26.2%) occurred in women, and the mean patient age was 52.76 years. The aneurysm was treated with a ped in 170 cases and a ted in 82 cases. Coiling assistance was used in 43 aneurysms. A major complication was found in 19 cases. Thirteen occurred with a ted and 6 with a ped, though it was not indicated which specific complications occurred with each device. The following intra- or post-procedural outcomes were noted:  - in-hospital mortality occurred in 6 patients. It was noted that there were 12 total cases of death (mrs=6) at last follow-up.